Event description:
The customer reported that the device functions normally during resting blood pressure measurements. However, during stress testing, the device fails to display blood pressure values after stage 2, and occasionally during stage 2 as well. The user also experienced error codes 180, 181, and 182, along with occasional abnormal blood pressure readings during stress tests.

Event description:
The customer reported that the device functions normally during resting blood pressure measurements. However, during stress testing, the device fails to display blood pressure values after stage 2, and occasionally during stage 2 as well. The user also experienced error codes 180, 181, and 182, along with occasional abnormal blood pressure readings during stress tests.

Manufacturer narrative:
The error was displayed consistently. Based on the problem description and according to the risk estimation and acceptance criteria, an unusable device is classified as severity "s1" and could therefore results or may result in reversible impairment or injury that is transient and that does not require medical or surgical intervention.